Event description:
The hosp reported the following info: (1) the physical therapy assistant filled the new c1000t from a source tank. (2) gaseous and liquid oxygen leaked from the top case vents of the device during first fill. (3) this resulted in the assistant receiving a first degree cold burn to the palm of her hand.